Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving the evfxplus-34 valve, complications arose due to the patient's anatomy, which included a calcified and fibrotic aortic valve as well as severe peripheral vascular disease. An infold in the valve frame was noted during the first deployment attempt. The valve was recaptured once due to the infold; however, the infolded valve was ultimately implanted because the patient's peripheral vascular disease prevented the removal of the delivery catheter system and introduction of a new system. The valve infold resolved upon full release and deployment, and no post-implant balloon valvuloplasty was required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot number {0012215982}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot number {0012174646}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.